Event description:
During a pulmonary vein isolation to treat an atrial fibrillation, a faradrive steerable sheath was selected for use. During the procedure, the physician positioned the sheath in the left atrium. The physician then inserted the farawave catheter into the sheath. When physician was aspirating the sheath once the splines were visible in the clear shaft, the physician noted a significant amount of air bubbles that were visible both within the shaft and being withdrawn into a 20cc syringe. The physician aspirated again, pully back very slowly and more air was withdrawn. The integrity the sheath valve was noted to have been compromised. The sheath was replaced and procedure was completed with no patient complications. Further information received reported that bubbles were noted inside port of sheath, sheath shaft and aspiration syringe. No air was noted inside the patient, no physical damage occurred at the luer and no fluid leak was observed.